Manufacturer narrative:
(B)(4).

Event description:
It was reported that the home patient (hp) experienced viral peritonitis manifested by cloudy peritoneal effluent and chest pains coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin (ip, dose and frequency not reported). Approximately two month prior to the onset of peritonitis, the patient was diagnosed with abdominal infection manifested by abdominal pain. The patient was hospitalized for seven days due to the infection. The cause and treatment were not reported. It was unknown if the abdominal infection was peritonitis. At the time of this report, the patient was recovered from peritonitis and from abdominal infection. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The actual occurrence date is unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. A review of all batch record documents was performed on potentially associated lot number h13a18047 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. (B)(4).